Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Event description:
A system error (se) 2240 was found during a review of the event logs of the homechoice (hc) device. No additional information is available.

Manufacturer narrative:
Evaluation summary: the plunger, link, anterior needle, and both cuffs were not returned with the device for evaluation resulting in limited scope of investigation. Evaluation of the returned device found the posterior needle was ejected from the shank but did not engage with the posterior cuff inside the posterior foot pocket and remained undamaged. This is indicative of the posterior needle being deflected away from posterior foot pocket. The posterior cuff miss during needle deployment subsequently resulted in a failure to retrieve the suture when retracting the needle plunger. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.